Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of an abdominal aortic aneurysm approximately three weeks ago. It was reported that during the prep of the delivery system, it was noted by the physician that there were two protruding pieces of plastic sticking out (on opposite sides) on the tip of the catheter. The physician used a scalpel and removed the protruding pieces of plastic. The device was successfully implanted with no issues. The patient is fine.

Manufacturer narrative:
(B)(4).